Manufacturer narrative:
Correction: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported that following an incomplete treatment while removing the cassette the patient found a fluid leak. The cycler had alarmed for air detected in the cassette during drain 3 and treatment was discontnued. When the cassette was removed fluid came out and the inside of the cycler was wet. The patient contact was advised to contact the patient's nurse. During follow up the patient reported he had informed the clinic and was prescribed any antibiotics. He did not have an adverse event due to the leak. The set was discarded.